Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of bard pre-shaped mesh with keyhole. Per op notes, ¿a large direct defect was seen. The onlay bard pre-shaped mesh with keyhole was placed in the floor of the inguinal canal and pexed with interrupted sutures at the pubic tubercle, conjoined tendon and inguinal ligament.¿ (B)(6) 2014 ¿ patient had pain and was diagnosed with hydrocele thereby underwent left hydrocelectomy.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (510k number). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective.